Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is preset to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds.

Event description:
It was reported that the customer alleged the pump software did not accurately adjust the amount of insulin delivered.  Tandem technical support (cts) performed a pump system check and found that an auto off alarm occurred which suspended insulin deliveries and temporarily disabled the control iq feature. Cts educated the customer on the auto off feature, and when the pump is not interacted with for a set period of time insulin deliveries suspend. As a result, the customer alleged they were hospitalized. The customer declined to provide additional information, and multiple follow-up attempts were made by cts to gather information; however, a response was not received.